Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment difficulties occurred resulting in the patient undergoing open surgery. The 50% stenosed target lesion was located in the mildly calcified and non tortuous superficial femoral artery (sfa). The lesion was predilated using a 6x120mm mustang balloon catheter. A 7x150mm non bsc stent was then implanted. A 7x200x130 innova¿ stent was then advanced via a contralateral approach. The thumbwheel was used to deploy 15cm of the stent and then the pull grip was utilized; however, only 60% of the stent was deployed. The innova stent was then removed by pulling the stent with the guiding catheter. This resulted in the stent stretching and causing vessel damage. The patient¿s vascular condition was not ideal. The patient went to open surgery and a graft was inserted to treat the vessel damage. No further patient complications were reported and the patient¿s status is "normal".

Manufacturer narrative:
Device evaluated by manufacturer: an innova self-expanding stent delivery system (sds) and an introducer sheath were returned and the outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The handle was apart when received from the customer. There was damage to the outer sheath in the form of buckling approximately 47cm to 49cm from the marker band. The mid-shaft had multiple areas of damage in the form of kinks, bends and scrapping approximately from the marker band to 23cm proximal. The stent was not returned with the device. There was noticeable marker band damage. It was noticed that there was interference with the damaged marker bands and the introducer sheath, where the metal braiding was pulled from the sheath when the marker bands hooked on to the braids and extracted it out of the sheath post procedure. No other damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the tissue between adventitia and media was seriously injured and removed partly during stent removal.